Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient developed a cyst on his back which was approximately three inches in diameter. The patient's wife reported that the lifevest agitated the cyst which was located below the left rear therapy electrode (te). The patient consulted his physician who gave him antibiotics. Follow-up indicated that the patient had surgery to remove the "abscess" and had removed the lifevest during the hospital stay. The patient was wearing the lifevest again and the irritation had improved since the surgery.